Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: patient presented with preoperative diagnosis of l3-4 disc protrusion with lumbar instability and underwent lateral l3-4 discectomy and interbody fusion using interbody fusion cage, bone graft plus former graft and bone morphogenic protein under fluoroscopic guidance. Per operative report: a 12 mm x 22 mm x 55 mm interbody fusion cage was filled with formagraft bone graft plus allograft bone and bone morphogenic protein. The cage was the tapped across the disc space at l3-4 to ensure that the interbody spacer was between the cortical rings of both sides. Ap and lateral x-rays confirmed the correct location of the cage and it was detached from the inserter and left in situ. The wound was copiously irrigated with saline and suctioned dry. No patient complications were encountered. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.